Event description:
It was reported that during a procedure, there was difficulty flushing and the catheter became blocked. This imager ii angiographic catheter was selected for this procedure; however, while inside the patient the catheter side holes and main hole became blocked. The device was removed from the patient, the user then noticed that the catheter became blocked with a thrombus when flushing outside the patient on the trolley, there was a lot of resistance. Although the procedure was slightly extended due to additional flushing the procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).